Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 81 or pump error 82 alarms noted during testing. A review of the pump history file shows on 2/28/2026 at 10:25 there was a pump error 82 (linenumber 427 file number 16) alarm and then a pump error 81 (linenumber 393 file number 16) alarm that occurred. The pump error 81 alarm is a motor acknowledge dm command timeout alarm (suspend delivery request from main application was not responded to by motor cpu within timeout) and the pump error 82 alarm is a motor power request timeout alarm (motor power grant request to main cpu was not responded within timeout), faults are isolated to the hardware. Pump error 81 was the consequence of pump error 82. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 81 and pump error 82 alarms are confirmed; fault isolated to the hardware. For additional information regarding the tests performed, refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and customer alleged pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was) and pump error 82 (the hrm task did not grant motor power in reasonable time). The customer reported blood glucose value of 260 mg/dl. The customer treated high blood glucose with insulin pump. The event involved products mmt-1884. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode feature was active at the time of the event and also the pump error issue was unresolved. No further patient complications were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The products mmt-1884 will be returned for analysis.